Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. She alleged that the pump history is not recording the bolus deliveries. She is certain that the pump delivered the insulin bolus, because her blood glucoses did not elevate, but they are not showing in history. Example is (B)(6) 2012 breakfast and lunch not recorded, (B)(6) 2012 breakfast bolus missing, (B)(6) 2012 breakfast is missing, (B)(6) 2012 all bolus missing, and (B)(6) 2012 evening bolus is missing. She also stated that the bolus history was not on the reports that she sent to the health care provider. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump powers on with vibratory and audible sounds. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation. Unrelated to the complaint, evaluation revealed a scracthed display screen, which has no effect on insulin delivery function.